Event description:
Baxter product surveillance received a report from a home patient's nurse that the minicap had fallen off a transfer set. When the minicap fell off is unknown, but it was discovered missing in 05/2006. The patient has the transfer set taped in place and does not touch it or the minicap, however, the tape had given away when the cap was discovered missing. The home patient is in training, and does not currently perform peritoneal dialysis exchanges as of yet. The minicap has been attached to the transfer set, since 05/2006, when the patient last had the catheter flushed. The cap was new and not reused. The patient has the transfer set taped in place and does not touch it or the minicap, however, the tape had given away when the cap was discovered missing. Although prophylactic antibiotics were administered (1g cephazolin and 1g of ceftazidine), there was no patient injury or further medical intervention required.